Event description:
Diagnosis: painful bilateral implant capsules w/regional & diffuse fibromyalgia & myofascial pain presentation. Surgical procedure: bilateral breast implant removal, capsulectomy, w/implants above muscle.